Manufacturer narrative:
(B)(4). There was no reported alleged device malfunction. It should be noted that the dexcom g4® platinum continuous glucose monitoring system users guide states: inserting the sensor and wearing the adhesive patch might cause infection, bleeding, pain or skin irritations (redness, swelling, bruising, itching, scarring or skin discoloration).

Event description:
Patient's mother contacted dexcom technical support on (B)(6) 2015, to state that the patient develops an itchy rash at the sensor insertion site. The rash is so bothersome that the patient can only wear the sensor for three to four days. The mother cleans the site with an alcohol wipe after sensor pod removal. Patient's mother stated that the patient's health care professional recommended using skin prep. The date of event is estimated. No additional event or patient information is available.